Manufacturer narrative:
The pt weight was not available from the site. As reported, the tip of the instrument was confirmed to be twisted. The instrument was replaced to resolve the issue.

Event description:
A medtronic rep reported during a spine fusion case, the tip on the soletra 4.75 standard driver twisted while trying to place a screw in very sclerotic bone. They were able to complete the case with another driver without issue and there was no impact to the pt.